Event description:
It was reported that the user experienced hypoglycemia after eating a smaller-than-usual breakfast and, while still low, the user announced a larger-than-usual lunch, which constituted an accidental meal announcement and user error in operating the ilet system. Symptoms included hypoglycemia reaching 55 mg/dl. Outcomes included the need for troubleshooting and user education, with no alerts or alarms reported and no hospitalization. Investigation included customer interview and event review focused on use error and meal announcement behavior. Investigation of this case revealed inappropriate use related to announcing a meal during an active low and clarified that carbohydrates used to treat hypoglycemia should not be announced. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper meal announcement during hypoglycemia and inadequate adherence to recommended operating instructions.